Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for is user error: implant malpositioning. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
The patient had a previous lumbar fusion. In (B)(6) 2021, the surgeon performed a left side si joint arthrodesis on the patient where three implants were installed. The patient had si joint pain relief, but later reported new radicular pain. It was determined that the superior positioned implant was malpositioned too cephalad and not fully contained with the osseous envelope of the sacral ala resulting in fractures of the sacral alar cortical wall. The tip of the implant was outside of the sacrum and in the proximity of the l5 nerve root causing radicular pain. In (B)(6) 2021, the surgeon performed a revision procedure where he removed the superior positioned implant using chisels. He then installed a shorter implant of the same type in an inferior position below the existing implants. No other preexisting implants were adjusted or removed. The patient's l5 pain symptoms improved following the revision procedure.